Event description:
The manufacturer representative had been contacted by the physician's office to report a pt was admitted to the hospital with possible cessation of baclofen therapy. When the rep. Arrived at the hospital, the pt had been sent by ambulance to have another MRI done. The patient's wife reported that after an MRI in 2008, she felt the pt was having worsening of his spasms. The wife stated two weeks prior, the pt had IV ig treatment which she reports the pt always has a worsening of symptoms. She said this time was more severe with spasms drawing his legs up and hitting him in the chest. She felt he continued to worsen and called for an ambulance to take him to the hospital at which time he appeared to have two events which he stopped breathing and his lips turned blue. She stated she administered respirations and after a couple of breaths he would start breathing again. She stated when he was admitted, he was given morphine and ativan and they were not able to arouse him after the drugs. Telemetry of pump shows stalls during MRI and recovery. The physician stated the pt has progressive ms. The drug used in the pump was baclofen: 2,000 mcg/ml, simple continuous 1,050.6 mcg/24hrs. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.